Manufacturer narrative:
It has been determined that there were two events that occurred: failure for the lock advancement tube to exit the delivery system and failure of hemostasis. The IFU lists failed hemostasis requiring manual compression or placement of covered stent and other access site complications leading to bleeding possibly requiring blood transfusion as possible adverse events. Essential medical received the returned device on 29-jul-2019 and inspected for non-conformities. No non-conformities were identified; however, the tip of the delivery system had been cut which makes it difficult to determine if there was any kinks in that portion of the system. The cause of the hemostasis failure is still inconclusive and requires further clinical analysis. Angiographic imaging has been obtained and will be reviewed. At this time there is no indication that the failure for the lock advancement tube to exit the delivery system and failure of hemostasis were related. Further investigation and analysis of the angiograms will be performed.

Event description:
Tavr was preformed on an (B)(6) y/o female on (B)(6) 2019. The lock advancement tube did not advance from the manta device during deployment. It was reported that the physician manipulated the device and was able to advance the lock advancement tube with surgical forceps. Two minutes of manual pressure was held while the lock advancement tube was retrieved with forceps. Some bleeding was seen during the first lock advancement. Increased bleeding was seen following the second lock advancement. Five minutes of manual pressure was applied following the second lock advancement while a covered stent was opened. A covered stent was placed and the patient received a blood transfusion. It was reported that the vessel depth was only 2 cm and a post procedure angiogram showed the lock distal to the vessel. The manta implant was left in the patient and the patient was said to be in good condition following the procedure.

Manufacturer narrative:
The angiograms were obtained and reviewed. It was confirmed that there was a failure of hemostasis at the access site. It appears the toggle and lock of the manta device were far away from the vessel which would be indicative of a tract deployment. It is believed that the tract deployment is what lead to reported adverse event and the other reported failure (tamper tube failing to exit the delivery sytem) did not lead to the adverse event.. The device was returned for investigation and received by essential medical. The device was decontaminated then visually inspected. No non-conformities were identified or reported during the inspection of the device that would suggest manufacturing defects that would lead to the failure of the tamper tube to exit the delivery system or tract deployment. The risk documentation was reviewed for both failures (failure for tamper tube to exit the delivery system and tract deployment). Both incidents are a known risk. The root cause of the tamper tube failing to exit the delivery system is likely due to tight tolerances between the delivery system and tamper tube. This issue has been addressed in the now implemented design change from CAPA-075 that reduces the outer diameter of the tamper tube such that in the event of misuse, the tamper tube will still exit as intended. Risk documentation identifies multiple possible root causes for a tract deployment; however, none are correlated to the failure of the tamper tube to exit the delivery system. It is suspected that these two events are not related and have separate root causes. The IFU was reviewed and lists other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention; failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair and local trauma to the femoral or iliac artery wall, such as dissection as adverse events. The device history was reviewed, and no non-conformities identified.